Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing the device was returned to the customer for use. Based on the information available, physio-control has determined that it¿s reasonable to conclude that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
A physio-control service representative was performing routine preventative maintenance on the customer¿s device and observed an event code logged in the device memory which is related to a potential issue of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number (B)(4) is relevant to the reported issue.

Event description:
A physio-control service representative was performing routine preventative maintenance on the customer¿s device and observed an event code logged in the device memory which is related to a potential issue of the device to deliver defibrillation energy. There was no patient use associated with the reported event.